Event description:
Information received by medtronic indicated that the insulin pump had a crack in case along the battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). The pump was returned for a critical pump error (open book image) alarm found on (B)(6) 2021. Pump was received with a critical pump error (open book image) alarm triggered by three consecutive pump error 53 alarms on 01-mar-2021 at 01:31:29 o'clock. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded firmware using crest. Successfully downloaded history files and traces using thus. Pump error 53 alarm due to software error (line number 5632 file number 2005). Force sensor zero offset within specification (22.7mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: no crack case on battery compartment. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 53 alarms. Pump error 53 alarm due to software. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.